Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The returned product did not exhibit the event described in the complaint. No product issue was identified. The instrument's snake wrist cables were inspected and found to have no loose, frayed or broken cables. The functional test was unable to be performed due to the fact that the instrument was returned damaged. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.80mm x 3.20mm in size. The instrument was found to have a detached fragment. The fragment broke off from the instrument's tube adapter and was not returned with the instrument. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. .

Event description:
It was reported that during central processing, the tip of the single-port (sp) monopolar cautery instrument was frayed. No known impact or patient consequence was reported.